Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments of the essure device were found in her uterus and fallopian tube"), device expulsion ("essure device were found in her uterus") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("inconsistent menstrual cycles"), genital haemorrhage ("abnormal bleeding") and inflammation ("an inflammatory reaction"). The patient was treated with surgery (she underwent multiple surgical procedures, the device was removed). Essure was removed. At the time of the report, the device breakage, device expulsion, pelvic pain, menstruation irregular, genital haemorrhage and inflammation outcome was unknown. The reporter considered device breakage, device expulsion, genital haemorrhage, inflammation, menstruation irregular and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fragments of the essure device were found in her uterus and fallopian tube"), device expulsion ("essure device were found in her uterus") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("inconsistent menstrual cycles"), genital haemorrhage ("abnormal bleeding") and inflammation ("an inflammatory reaction"). The patient was treated with surgery (she underwent multiple surgical procedures, the device was removed), surgery (she underwent multiple surgical procedures, the device was removed) and surgery (she underwent multiple surgical procedures, the device was removed). Essure was removed. At the time of the report, the device breakage, device expulsion, pelvic pain, menstruation irregular, genital haemorrhage and inflammation outcome was unknown. The reporter considered device breakage, device expulsion, genital haemorrhage, inflammation, menstruation irregular and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality safety evaluation for ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the essure device were found in her uterus and fallopian tube'), device expulsion ('essure device were found in her uterus'), pelvic pain ('pelvic pain') and salpingitis ('an inflammatory reaction / fallopian tubes , partial essure device and inflammatory reaction') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), menstruation irregular ("inconsistent menstrual cycles") and genital hemorrhage ("abnormal bleeding"). The patient was treated with surgery (she underwent multiple surgical procedures, the device was removed). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, pelvic pain, salpingitis, menstruation irregular and genital hemorrhage outcome was unknown. The reporter considered device breakage, device expulsion, genital hemorrhage, menstruation irregular, pelvic pain and salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information was added. Event "an inflammatory reaction " pt updated to "salpingitis." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the essure device were found in her uterus and fallopian tube'), device expulsion ('essure device were found in her uterus'), pelvic pain ('pelvic pain') and salpingitis ('an inflammatory reaction / fallopian tubes , partial essure device and inflammatory reaction') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), menstruation irregular ("inconsistent menstrual cycles") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (she underwent multiple surgical procedures, the device was removed). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device expulsion, pelvic pain, salpingitis, menstruation irregular and genital haemorrhage outcome was unknown. The reporter considered device breakage, device expulsion, genital haemorrhage, menstruation irregular, pelvic pain and salpingitis to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.